Event description:
It was reported that during a da vinci partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument was not recognized when installed on patient side manipulators (psm) 1 and 2. The psm is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instruments. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was unable to replicate the reported issue. There was no trouble found with the instrument. The instrument was put on an in-house system and passed recognition and engagement tests. An additional observation not reported by the site was that the instrument main tube had scratch marks /abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage found. The customer reported complaint does not itself constitute a reportable event. Recurrence of the customer reported failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the main tube scratches found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.